Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) saw air in the patient line of the automated peritoneal dialysis (apd) set w/cassette that is used with the homechoice (hc) device. The hp connected to the hc after the hc was done priming, but the hc went back into prime. There was nothing unusual found by the hp that could have caused or contributed to the reported air. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.